Manufacturer narrative:
The hf cable was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on similar reported events, the instruction manual contains several warning statements in an effort to prevent damage to the cable. Before use, visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended, this product is more or less subject to wear depending on the intensity of use. The hf cable has a restricted service life - do not use the hf cable after one year of use. Additionally, the OEM performed a review of the device history records for the concerned device and revealed there are no deviations regarding the function and safety of the device. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that at the beginning of a transurethral resection of the prostate (turp) procedure, the physician was performing a cut to the patient¿s prostate tissue when the hf cable caught fire and disconnected from a non-olympus generator. The intended procedure was completed using a similar cable. There was no patient injury reported. In addition, no emergency fire evacuation occurred as a result of the reported event. The hf cable was inspected prior to procedure with no anomalies observed. The generator settings were 90/cut and 60/coag.